Event description:
It was reported that during an artery procedure, there was difficulty assembling the device, so a second handpiece was used to continue. It appeared that part of the 4-40 stud sheared off. There was no pt consequence.